Manufacturer narrative:
Additional information is provided . Corrected information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the knife was bent and there was no contact with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the knife was blunt. The timing of the event and patient outcome is not known at this time. Additional information has been requested.

Manufacturer narrative:
One opened slit knife was received in a blister for the report of knife was blunt. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).